Event description:
Edwards was contacted via phone by a patient who received an aortic valve in (B)(6) 2009, which had to be explanted 11 months later ((B)(6) 2010) because it was covered with candida fungus, and replaced with another edwards pericardial valve. (B)(6) 2012, the patient had to undergo open heart surgery again due to the fungus from the previous explant. Patient medical records were then requested and provided; preoperative diagnosis from (B)(6) 2010 indicates acute septic shock, disseminated candidiasis, acute prosthetic valve fungal endocarditis with active sepsis, severe protein calorie malnutrition, third degree heart block, diabetes mellitus, hypertension, hyperlipidemia. (B)(6) 2010 operative findings/comments indicate, " the patient has a 23 mm pericardial valve placed 1 year ago. He had postoperative heart block and underwent ddd pacemaker. He developed fungal endocarditis with active sepsis. The prosthetic valve had a heavy burden of fungus on it. Annular tissue gram stain did not show yeast but vegetations yeats were present. Annular tissue and vegetations were sent for routine culture. I would not be surprised if his new valve gets reinfected given the burden of fungus. Twelve liters of saline were used for irrigation after the annulus was debrided aggressively." Records from the (B)(6) 2012 surgery were not provided. Note: this report is to address the second replacement device which was explanted in (B)(6) 2012, and found to be an edwards device. The first redo in (B)(6) 2010 was reported on a separate MDR # 2015691-2012-18901 on (B)(6) 2012.

Manufacturer narrative:
The explanted device has not been returned to edwards for evaluation. This is the patient's 2nd redo avr due to recurring fungal endocarditis. As mentioned in the operative report, it is likely that the source of this infection is related to the initial redo (implant of subject device). Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency related to this event.